Event description:
It was originally reported to baxter (B)(4) that a colleague infusion pump had a battery issue. During a review of the pump's event history by baxter personnel, the reported condition was confirmed as a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.this device is a remediated pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of a colleague infusion pump with a battery issue was confirmed by baxter personnel as a depleted battery alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by baxter personnel with the replacement of the main batteries and the battery harness.should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 three times on the occurrence date, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).